Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable. Intuitive motion was not being experienced at the wrist upon manual input of the disk knobs due to one pitch cable found to be broken at the wrist of the instrument. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the double fenestrated grasper instrument was put on the arm of the da vinci system and a snapped cable was observed. The instrument was not used on the patient due to the broken cable reported by the customer. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.